Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the battery is weak and the device displays a "weak battery" message. There was no patient impact.